Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported by a patient on maude event report (mw5042916) that a physician performed a novasure endometrial ablation (exact date unknown). Sometime post ablation the patient produced blood clots preventing the passing of blood during menses, which causes pressure and pain. The patient returned to the hospital and the physician performed a hysterectomy. We have been unable to obtain additional information surrounding this event.